Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 300 mg/dl during the phone call. Troubleshooting was performed and the insulin pump passed the prime test and the programming was correct. The tubing clamp was not available for the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.